Event description:
It was reported that a malfunction identified as malf 24 occurred with the customer's pump, which could not be reset. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will a backup insulin pump for insulin therapy until the replacement arrives.